Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4)

Event description:
The consumer reported the patient had the interstim implanted for urgency. The patient could not urinate on the day of implant and was at program 1 at 1.70. The caller increased to 2.30 where the patient was able to feel stimulation. The caller had thought perhaps the anesthesia was affecting the patient's ability to urinate. Additional information received from the healthcare provider (hcp) reported the patient went to the emergency room (ER) for urinary retention. A catheter was placed and removed (B)(6) 2015. The interstim was turned off by ER, but the spouse and patient was advised to turn the interstim back on. The interstim was "working well" when he was discharged from the office.